Event description:
The catheter was used as a central line in a pediatric pt. Catheter separated from hub and dislodged into pt. Pt was taken to cath lab for catheter removal. Pt was not further injured.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. No product was returned to assist in the investigation. Per quality control specs, the proximal fittings are confirmed to be clean, free of damage and securely attached. The surface of tubing is also verified to be smooth and free of damage. The device is shipped with instructions for use which states in the warnings section: "do not power inject contrast medium through catheter. Catheter rupture may result." During investigation, a review of the complaint history, review of the IFU and review of qc specs was performed. As no product was returned, it is inconclusive the reason how the device contributed to the failure mode of separation. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk analysis was used to evaluate the risk of this complaint. The risk is considered acceptable and further risk reduction activities are not required.